Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of cardiac perforation, hypotension and cardiac tamponade, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation was a result of the user technique of inadvertently advancing the clip delivery system (cds) too far in the left atrium. The atrial perforation then likely caused the cardiac tamponade which led to hypotension. The reported patient effects are therefore related to procedural circumstances. The reported additional therapy/non-surgical treatment, surgical procedure and hospitalization were a result of case-specific circumstances as mediastinum incision was performed to address the cardiac tamponade, and the patient underwent a mitral valve replacement surgery. Additionally, the patient was administered red blood cells and platelet blood transfusion. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because atrial perforation and cardiac tamponade occurred, requiring surgical intervention. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation with a grade of 4. The first clip was successfully implanted in a1/p1 reducing mr to 3-4. A second clip delivery system (cds (B)(4)) was advanced to the left atrium, when advancing the cds to achieve a straddle position, the cds was advanced too fast and the tip of the cds was no longer visible in transesophageal echocardiography (tee) images. Fluoroscopy showed the cds was inserted too far in the left atrium (la) and a perforation was noted in the left upper pulmonary vein in the left atrium (la). It is believed the perforation might have happened at that time. The cds and steerable guide catheter were retracted into the mid la and the cds was advanced again to achieve a straddle position. However, cardiac tamponade was observed and the patient's blood pressure dropped from 60mmhg to 30mmhg. The clip was not implanted and the cds was removed. Mediastinal incision was performed for drainage and mitral valve replacement was performed extracting the first clip. Mr was reduced to <1. Red blood cells and platelets were given to the patient. The patient is in stable condition. No additional information has been provided.